Event description:
It was reported that the hub of a portex® sacett¿ suction above cuff endotracheal tube which connects to the ventilator circuit has been coming off without any manipulation and causing alarms. There was no reported injury to the patient.